Event description:
Rapid infusion of vancomycin: registered nurse (rn) noted that vancomycin bag was empty. The pump display showed it was still running at the prescribed rate for vancomycin and had a remaining volume to be infused (vtbi) however only normal saline (ns) was being infused. The vancomycin bag was completely empty. Patient and family reported that the vancomycin had been completely infused within 40 minutes of starting the infusion. The infusion was to run for 90 minutes. Intravenous (IV) site reddened, painful, and slightly swollen. IV extravasation protocol initiated. IV removed. Site marked. Photo taken. Hyaluronidase injections administered. Pharmacy informed. Doctor informed. IV admin guide was consulted. Frequent blood pressure (bp) checks to monitor for hypotension per IV administration guide.